Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle pulled off the suture when the surgeon opened the package. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The needle and the suture were examined under a microscope and no defects were noted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.